Event description:
It was reported by the hospital that a patient underwent revision due to implant wear. It was noted the humeral head had worn through the poly on the metal back glenoid and had also worn part of the metal baseplate. It was further reported that the patient presented with metalosis bursa on skin of shoulder.

Manufacturer narrative:
(B)(6) this final report is being submitted to relay additional information. The following sections were updated: b4, b5, d10, g4, g7, h1, h2, h3, h6, h10. G3: report source, foreign - event occurred in united kingdom. Multiple MDR reports were filed for this event, please see associated reports: 3002806535-2019-00829-3, 3002806535-2019-00831-3, 3002806535-2020-00332. Products have been returned to biomet UK ltd for evaluation and forwarded to a research engineer for investigation. A nottingham shoulder replacement was revised due to metalosis bursa on skin of shoulder after a maximum period of 15 years and 8 months in vivo. The glenoid tray was severely worn due to articulation against the humeral head, which led to the reported issue of metallosis. The available relevant manufacturing history records indicate that the item was manufactured and sterilised in accordance with the applicable specifications. It is not possible to determine the cause of implant failure that led to metallosis in this instance without provision of further information such as postprimary and pre-revision radiographs, surgical notes and patient information (age, activity levels). The available mhr reviews indicates that the product was most likely conforming to design specification when it left zimmer biomet control, however it is not possible to confirm the root cause of the revision with the information available. Risk assessment: risk management report documents the estimated residual risk associated with the reported event. Failure analysis report concludes: a nottingham shoulder replacement was revised due to metalosis bursa on skin of shoulder after a maximum period of 15 years and 8 months in vivo. The glenoid tray has severely worn due to articulation against the humeral head, which led to the reported issue of metallosis. It is not possible to determine the cause of implant failure that led to metallosis in this instance without provision of further information such as post-primary and pre-revision radiographs, surgical notes and patient information (age, activity levels). The reported event states revision due to implant wear and metallosis. The outcome of this complaint (premature revision) has a severity of 3 which is in line with the risk file. No sales have been recorded since 2016. Therefore, since sales data cannot be acquired, an occurrence calculation cannot be performed. The nottingham shoulder prosthesis is no longer commercially available. The product was withdrawn from the market in (B)(6)2009 as it was no longer commercially viable to continue manufacturing and marketing the product. No corrective or preventive actions are deemed necessary at this time. If any additional information becomes available, then the complaint will be reopened and investigated thoroughly.

Event description:
It was reported by the hospital that a patient underwent revision due to implant wear. It was noted the humeral head had worn through the poly on the metal back glenoid and had also worn part of the metal baseplate. It was further reported that the patient presented with metalosis bursa on skin of shoulder.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. D11: medical product: nottingham shldr hum stem sz 6, catalog #: 114106, lot #: 682813; medical product: nottingham sldr glen brg 3mm, catalog #: 114101, lot #: 731667; medical product: nott shldr hum hd o/set 48x20, catalog #: 114143, lot #: 724932; medical product: titanium screw low prof 5x35mm catalog #: 113847, lot #: 630328. The investigation is in process. Once the investigation is complete, a follow-up MDR will be submitted.

Manufacturer narrative:
(B)(4). Report source: (B)(6). Concomitant medical products: medical product: unk nottingham stem catalog #: not reported lot #: not reported , medical product: unk nottingham poly catalog #: not reported lot #: not reported. Multiple MDR reports were filed for this event, please see associated reports: 3002806535-2019-00829, 3002806535-2019-00831. The investigation is in process. Once the investigation is complete, a follow-up MDR will be submitted.

Event description:
It was reported by the hospital that a patient underwent revision due to implant wear. It was noted the humeral head had worn through the poly on the metal back glenoid and had also worn part of the metal baseplate. It was further reported that the patient presented with metallosis bursa on skin of shoulder.

Event description:
It was reported by the hospital that a patient underwent revision due to implant wear. It was noted the humeral head had worn through the poly on the metal back glenoid and had also worn part of the metal baseplate. It was further reported that the patient presented with metalosis bursa on skin of shoulder.

Manufacturer narrative:
(B)(4). Reported event was unable to be confirmed due to limited information received from the customer. Device history record (DHR) was reviewed and no discrepancies were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.